Manufacturer narrative:
(B)(4). The sample evaluation was completed. The low drain volume alarm was verified through the analysis of the device logs. The cause could not be determined. The unit passed all checks and calibration tests successfully during service and was returned to the loaner pool in good working condition. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The alarms identified during device evaluation occurred from (B)(6) 2014. Evaluation summary: the device was returned for evaluation. Visual inspection was performed with no issues identified. The device passed a power on self test. A one hour, simulated therapy test was performed with no issues noted. The device's electrical system was tested and passed. The device passed all calibration tests. An event history log review was performed and confirmed the reported condition; low drain volume alarms, a drain not finished alarm, a system error 2046 alarm, and a refill not finished alarm were identified. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
A customer reported an unknown alarm that occurred during use of the homechoice device. It is unknown in which cycle this event occurred. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.